Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding the patient receiving therapy via an implantable infusion pump. It was reported that the system fell apart inside and the device was not taking morphine. It was reported that the device was removed.